Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 3,000 ohms. A health care professional (hcp) contacted technical services (ts) and reported that a signal artifact monitor (sam) episode was triggered as a result, and switched the respiratory sensor vector to the right ventricular (rv) channel. The hcp indicated the out of range measurements are a known issue, and felt to be related to a lead problem. Ts discussed that respiratory rate trending will continue with normal function using the rv lead. Monitoring will be continued. No adverse patient effects were reported. This device remains in service.